Manufacturer narrative:
Additional information: d9, h3, h4, h6 (update codes), h11. H4: the lot was manufactured between june 9 - 10, 2025. H11: the device was received for evaluation. Visual inspection was performed and two dark particle spots embedded outside of the tubing, not in the fluid pathway were observed. The reported condition was verified. The cause of the issue could not be determined; however, the cause was possibly inherent to contamination during the manufacturing or packaging process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified amount of exactamix 2400 valve sets had black particles on the valve set. This was observed during an unspecified process step. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.